Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. The unit was analyzed and in logs, the 23017 error was found indicating motor on axis 5, confirming the fault occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The complaint was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure using the s/si system that repeated recoverable faults occurred. The intuitive tech support engineer (tse) reviewed the system logs and found error 23017 against the right master tool manipulator (mtm). The customer elected to move to the second surgeon's console to finish the case. There were no reports of patient injury.